Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Event description:
Kimberly-clark received a medwatch report stating the patient had a mic transgastric gastrojejunal feeding tube placed about four years ago. The patient has had six replacement tubes since then due to malfunction of the tube. The last replacement tube was approximately a few weeks ago. The physician reports that the tubes are breaking down earlier than expected and can result in leaking. The enteral feeding tubes have last from four to eleven months and then require replacement. The mic transgastric gastrojejunal feeding tubes required endoscopic replacement. No additional information was provided in regards to the patient's status and the outcome of the procedure.